Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: axess. The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a concentric, de novo lesion in the distal right coronary artery (rca). Reportedly, a 3.25 x 8mm nc tenku was used for post-dilatation; however, the balloon ruptured during first inflation at 5 atmospheres. A 3.25 x 8mm non-abbott device was used and the procedure was completed. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.